Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date after requests 04/15/26 and 04/21/26. And/ legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718/.

Event description:
It was reported that there was a malfunction resulting in a leak and loss of oxygen during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was replaced to resolve the issue.